Manufacturer narrative:
1.the meter was shipped to pdc on 2013-04-15. Because the suspected device was not returned to okb, and it was made over 10 years ago. Its device history record (dhf) were not preserved based on okb's document control policy compliance with cfr 820.180 (b). No similar matter was found after okb reviewed all complaint records in the same meter production batch. 2.strips with 2-year shelf life were manufactured on 2022-10-27. Because suspected strips were not returned to okb, retained strips of same batch from okb's warehouse were used to re-test by the retained meter (serial#: (B)(6)) with any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 55/50; level high: 312/321) met the acceptance criteria (level low: 30~75; level high: 230~340). 3.the root cause of the complaint was unable to be verified without receiving returned meter or strips, therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 10:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 422mg/dl. A normal result for that time of day is usually around 180mg/dl. Caller stated that she did not have any symptoms; however, she then went to community hospital located at (B)(6). Caller stated that she had a ham sandwich prior to going to the hospital. Caller stated that medication was consumed prior to seeking medical attention. Caller stated that her blood glucose was 269mg/dl when she arrived at the hospital. She stated that no additional testes were performed. Caller stated that she was at the hospital for 4 hours and does not recall what her blood glucose was when she was discharged. No additional information was provided.